Event description:
It was reported that episode of vt/vf due to noise was observed. X-ray revealed externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 11.1-11.6cm from the connector pin, consistent with lead friction to the ICD can. Internal and external insulation abrasions were noted at 7.5-9.0cm and 10.5-11.7cm from the distal tip. Internal insulation abrasion was noted at 7.0-8.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.0-4.5cm from the distal tip. The sensing conductor etfe coating was damaged at 4.0cm from the distal tip. This is consistent with the observation from the field of noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.